Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected off no power battery without low battery alarm during testing noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file overwritten. No alarm during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The customer was able to complete the rewind sequence. The customer also received a reset error alarm, an off no power alarm and a motor position encoder error. The insulin pump was not stored or out of use for an extended period of time. No low battery alert occurred prior to the off no power alert. The battery was not previously used, there were no unattended alarms and the insulin pump had not been dropped or bumped. The customer stated that the battery cap was not loose, cracked or damaged. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.